Event description:
It was reported that the patient was presented to the hospital with a pocket erosion. The patient's right ventricular (rv) lead was explanted and replaced via a non-laser explant procedure with gentle traction. The existing pacemaker and new rv lead was used as a temp-perm device. No patient symptom was reported.

Manufacturer narrative:
Correction: section d6b explant date should not have been updated "(B)(6) 2025" in the initial report 2017865-2025-1001460. The pacemaker was not explanted instead remained implanted as temporary pacemaker. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient was presented at the hospital due to infection and pocket erosion. The patient's pacemaker and right ventricular (rv) lead were revised due to an infection caused by methicillin-sensitive staphylococcus aureus (mssa) and operative cultures grew corynebacterium. The pacemaker was noted to be eroded through the skin and it was unclear when the pocket erosion started. The pocket erosion and infection were not related to an abbott-procedure or abbott-device. The patient's rv lead was explanted and replaced via a non-laser explant procedure with gentle traction. The existing pacemaker and a new rv lead was used as a temp-perm device. The patient was in stable condition.